Manufacturer narrative:
Date rec¿d by MFR : 10jul2019, date of report : 07aug2019. The customer reported that the hospital retired the unit from service. The determination could be made that the device failed to meet specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/25/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator generated an error relevant to safety valve stuck closed and valve positioned error. The ventilator was not in use on a patient at the time of the event occurred.